Event description:
As the staff member was removing the stent from the packaging, it was noted that there was a rip or hole in the stent. Another device was utilized, and it is unknown if it was of the same or different lot number.